Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high compared to feelings. The medical surveillance specialist (mss) was unable to contact the patient by phone for additional information, so the following complaint was classified based on documentation from lifescan customer service, customer care advocate (cca). The patient stated that the alleged inaccuracy began on (B)(6) 2011 at approximately 6:00am when she obtained an alleged high blood glucose result of "380mg/dl", and "600mg/dl" on the subject meter. The patient stated that the patient manages her diabetes with oral medications, diet and exercise. The patient claimed that after obtaining the subject meter reading, she followed her usual diabetes management routine. The patient claimed that 15 to 30 minutes after the start of the product issue, she became "sweaty and lightheaded". The patient reported that she self- treated with oral diabetes medication (juniva 100mg) due to the product issue. During troubleshooting, the cca confirmed that the patient testing strips were expired. The meter and supplies were not available for troubleshooting as patient claimed that her caregiver has thrown them away. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.